Manufacturer narrative:
Continuation of concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient questioned whether their device was being hacked and asked that it be removed. Information was received from a rep on (B)(6) 2022 that the patient believes their ipg is being controlled by someone.

Manufacturer narrative:
H3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. The lead (B)(6) was returned segmented; however, electrical testing of the returned segment determined that continuity was complete and there were no electrical shorts between the circuits. The lead (B)(6) was returned segmented; however, electrical testing of the returned segment determined that continuity was complete and there were no electrical shorts between the circuits. Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2022 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2022 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2023. The pt they had an ins emergency removal back in august due to having 4 months of violent grinding, and clicking in their arch/heel, kicking in their heel, pin and needles (pt called this "fireworks"), "electric pen scribbling" on the back of their ankle and on their foot, shocking/jabbing, heat/pressure (all of foot, top and bottom up to their knee). Pt said they've had this issue since april/may of this last year. Pt said when they started experiencing this, it seems like all of their "channels" were opened up (not just the 4 they had programmed initially that caused a mild vibration). Pt said they did not have a current healthcare provider (hcp) as they would no longer follow up with them since the ins had been removed. Pt said they were in severe pain every night and even try sleeping under protective shielding. Pt said they were experiencing things when the furnace kicked on, now that it's winter, forced to stay indoors or when plows come by it sets them off like they have "fire works going off". Pt said even with the ins and leads out, the issue has gotten worse (pt mentioned it was effecting lo wer left extremity). Pt was wondering if the coating around their spinal cord was gone and causing this issue or if the MRI had caused this to happen. Pt said they had been waiting for the hcp to get the analysis information back to them. The pt was provided with a physician locator web address and was redirected to a hcp for further assistance.